Event description:
The pt states that she began experiencing limping. "Catching" pain, and swelling. The dr that she went to have a blood test to see if there was an infection, and there was no infection noted. The pt also mentions that the site of implant was red and hot. The pt returned to the physician to have a bone scan done and nothing wrong was cited besides inflammation. The physician then performed an arthroscope, and mentioned that there was synovial fluid and shaved it off. The pt states that she received relief for a while before experiencing extreme irritation / pain. She proceeded to request an allergy test and the allergy test came back as positive for cobalt, nickel, and mercury. The pt received a second arthroscope from a second dr and noticed that there was synovial fluid again in the area. When the dr re-operated on the pt, he found the pt's implant unnaturally loose. The pt also had a debridement done because her tibia was quite destroyed.

Event description:
Add'l info received on 10/31/2018 from reporter regarding report mw5079355. Pt called to check on status of report and to include add'l info. Pt said she would like to add that after her (B)(6) re-operation surgery, the physician told her it was pretty bad inside and that the metal parts had become loose and fallen off. Pt stated she would like to know why she was not allergy tested prior to receiving her implant. Pt would like her reporter letter re-sent to her asap. Pt also wanted to include that if she needs to be reached by FDA to please leave her a message, as she does not always pick up calls from unk numbers.

Event description:
Add'l info received from reporter on 05/29/2019 for mw5079355: pt states that there is a class 2 device recall on the palacos rg radiopaque bone cement 1x440 gentamicin 40.8g copol that was used during her surgery and was published on january 13, 2013 and terminated on october 14, 2014 by zimmer mfg. Pt also states that MFR sent correspondence denying any liability with her injury and according to her, blaming her for the incident.

Event description:
Add'l info received from reporter for report #mw5079355. Pt called requesting info on the status of her report and to report that the cost of her revision surgery was (B)(6). That she was only in the hospital for twenty-five hours. She received a letter from the MFR informing her of a recall for her knee and wants to know why drs are being allowed to use this device if it is not approved by the MFR.